Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported tha bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: verbatim: ¿ during pump injection contrast did not go into the patient it came out the pink port. We connect to the end of the venflon. Initially, I wondered if it was the connection, I checked this and it was not. Then I went to flush the cannula with saline and realized it was coming out the pink port. Cannula was removed and kept for inspection.

Event description:
It was reported tha bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: verbatim: ¿ during pump injection contrast did not go into the patient it came out the pink port. We connect to the end of the venflon. Initially, I wondered if it was the connection, I checked this and it was not. Then I went to flush the cannula with saline and realized it was coming out the pink port. Cannula was removed and kept for inspection.

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. The sample was subjected to visual inspection and catheter adapter leak test. Damaged valve (rupture) was observed through the injection port of the returned sample; therefore, the incident could be verified. The manufacturing process was reviewed. There is an online, 100% inspection on leakage of valve after the valve insertion station and a damaged valve that can cause leakage would be rejected. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. There is no possibility of contact with the valve after the valve insertion station; therefore, the reported defect could have happened out of the manufacturing plant. As the damage portion of the valve is only at the port opening area, the probable root cause of the damaged valve could be due to pressure built up during use and eventually it would have burst at the injection port opening area. The built-up pressure could be due to the catheter being occluded during use. However, as it is unclear how the product has been used, the root cause cannot be determined.